Manufacturer narrative:
Fowler, outer housing. Parts has been ordered.

Event description:
It was reported by service report that the fowler was stuck at a 30 degree angle. No pt involvement or adverse consequences are reported.